Manufacturer narrative:
The reporter¿s complete mailing address, email address and phone number were not provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a knee osteoarthritis (left side) surgical procedure, it was discovered that the battery reamer/drill device suddenly stopped working. It was reported that the event occurred during use on a patient. There was a twenty minute delay to the surgical procedure. It was not reported if a spare device was available. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the motor was measured individually and it worked according to the specifications. It was further determined that the electronic control unit (ecu) was found to be short circuited. It was observed that the damage was caused by liquid residue which was found inside the gear box. It was further determined that the device failed pretest for functional test, check trigger and ecu (electric control unit) function and function test ¿forward¿ to ¿reverse¿. The assignable root cause was determined to be due to improper reprocessing, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was obtained. The reporter clarified that the battery casing device was used together with the battery reamer/drill device in the same event. Therefore, the battery casing device has been included in this event and added in the concomitant medical products section. Therefore, this report is event 1 of 2 of the same event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.